Manufacturer narrative:
Inratio precision data provided by end-user lot (inratio meter): date: 2009, 1st inr: 5.0, 2nd inr: 4.5, 3rd inr: 4.7, mean: 4.7, sd: 0.3, %cv: 5.3. The 5.3% cv is less than 20%. Inratio meter results passes the criteria for precision. Hence, no further testing is required at this time. No corrective action is required as no product deficiency was established. As of date, the meter is not expected to return. No further investigation is required at this time.

Event description:
Caller alleged discrepant results. Results as follows: date: 2009, inratio: 1st 5.0, 2nd 4.5, 3rd 4.7.